Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7089458. UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced high impedances. It was discovered that the lead extensions were twisted in the pocket of the implantable pulse generator (ipg). The patient underwent a revision procedure where the lead extensions were replaced. The explanted devices were retained by the medical facility and were not returned.